Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated the spinal headache following the revision resolved with a blood patch on (B)(6) 2017. They were planning on the removal of the device. It was noted they were now tapering. Further acti ons/interventions planned included ¿decreasing mg pump flow rate.¿ there was no issue identified with the pump. The patient¿s outcome at this time was stable. No further complications were reported/anticipated or expected.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot/serial# (B)(4), implanted: (B)(6) 2015, product type: catheter, ubd: 29-apr-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown dose and concentration of morphine via an implantable pump for spinal pain. It was reported the patient's therapy helped at first and then the therapy stopped helping/working for the patient. The patient stated this occurred about six months after implant (the system was implanted on (B)(6) 2015-). The patient's healthcare provider (hcp) did some x-rays and based on the x-rays the patient stated their hcp told them the catheter was on the wrong side. The patient stated the hcp had to move the catheter about two years ago (relative to the day of the report, (B)(6) 2020). The catheter was put on the other side of their spine and then the patient started having back problems because they had developed like a "two inch tall" scar tissue after the catheter surgery two years ago. The patient had to have additional surgery to remove the scar tissue and the patient experienced a spinal headache. The patient was currently needing a magnetic resonance imaging (MRI) for the above back issues but they were afraid to do an MRI with the pump implanted. The patient was taking opioids for the pain. However, the patient was off the medications at the time of the call. The patient quit taking opioids, oxycodone, about six months earlier. The hcp had been turning the pump down. The patient stated the hcp turned the pump down about 10 times and the next plan was to turn the pump off completely. The last time the doctor turned the pump down they turned it down to "like 0.199 per day," and that was about one and a half weeks earlier. The patient reported they had withdrawals after that last time. The patient had never had morphine withdrawals before. The morphine withdrawals lasted about two days. The patient reported their hcp gave them a blood pressure pill which worked on the brain and where their pain center was. The patient stated this helped but then the pain go so bad they went to the hospital on (B)(6) 2020. The patient was given some patches for his pain and some medications to take. The patient reported this helped but did not fix it. The patient wanted to have the pump removed because it was not effective for him. No further complications were reported or anticipated.